Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the patient was desaturating to 86%, however the patient looked clinically okay. The nurse disconnected & reconnected the rd set inf-l sensor and the inf-l sensor started working. Later in the day with the same probe, another nurse was unable to get a 3-star reading despite repositioning. The patient's o2 saturation was 93% and noted that the sensor is less than 8 hours old. She ended up changing out the probes. This is a problem, because the nurses/customers expect quality readings to displayed as quality 3-star readings on the monitor when perceived correct sensor placement is performed. Sensor was saved and placed in a bag to be sent in for analysis.